Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had an inoperable display. There was no pt involvement. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. Tse recommended replacing the graphical user interface (gui) alarm assembly. Covidien was not authorized to service the device.